Event description:
It was reported the patient was receiving unintended left side stimulation from her cervical scs lead. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which an additional scs lead was added. The patient is receiving only right side stimulation (as intended) following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.